Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown:  (B)(6).  Investigation summary: based on the information, batch 3301096 was likely manufactured in 2013. This batch was manufactured prior to the UDI requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at that time. Please note batch 3301096 was expired as of 2018 and bd does not make claims about the performance or efficacy of expired products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the information, batch 3301096 was likely manufactured in 2013. This batch was manufactured prior to the UDI requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at that time. Please note batch 3301096 was expired as of 2018 and bd does not make claims about the performance or efficacy of expired products. N/a. The reported defect was not identified in the samples received.

Event description:
It was reported that the 10 ml bd luer-lok¿ syringe with bd precisionglide¿ needle experienced no label or missing label information. The following information was provided by the initial reporter: pharmacist reported no expiration date on box of syringes. Trademark date of 2011. Advised that these syringes would be expired. Lot # 3301096, cat# 309644, date of event: unknown.